Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 50 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the sensor was connected to the dexcom receiver in addition to the pump. Customer support instructed customer to power off receiver in order to reestablish connection.